Manufacturer narrative:
The site advised that the device is not available as it was remains in situ within the patients anatomy. (B)(4). Vascutek ltd. Considers this event as closed. Further action is not planned, however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process, if an adverse trend develops action may be taken at that time.

Event description:
Reported graft leakage through the fibres which was located close to the anastomosis to the valsalva root. The area of bleeding on the graft and the anastomosis site was wrapped with another gelweave graft to apply pressure and sealants were also applied in-between the two grafts to help control the bleeding.